Event description:
Ever since my inguinal hernia surgery when a mesh patch was inserted, I've experienced moderate pain even at rest. When slight physician activity is attempted walking, standing for long periods of time, the pain increases to near hernia pain before my surgery. My surgeon and primary care doctors have examined me several times and stated the hernia has not returned. In a previous hernia surgery on my other side mesh was not used and I recovered completely. Dates of use: 1995 - 2009. Diagnosis: inguinal hernia.